Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the incident is attributed to software malfunction. However, a definitive cause could not be determined with the information available. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported system communication error, connection to instrument is unavailable, resulting in a delay in reporting one troponin I patients result, involving the access 2 immunoassay system. The customer stated a patients sample was on board and was unable to retrieve the result due to the communication error. Beckman coulter customer technical support (cts) performed troubleshooting with the customer per published service procedures, including restart of the instrument and console, and database reorganization and consistency check. The troubleshooting resolved the reported issue, and the customer was able to report the result to the hospital. The customer did not know if the delay in reporting the results had an impact on patient treatment. The event lasted from when the result was initially reported at 18:20 to when beckman coulter resolved the issue with the customer at 20:26; approximately 2 hours and 6 minutes. The customer confirmed there was no patient injury associated with this event. The instrument was in normal operation.